Event description:
The device was returned for the screen became garbled upon turning on and requires original equipment manufacturer repair. During physical inspection, it was found that there was a torn downstream occlusion (dso) seal and the battery compartment had signs of battery acid and burning. Springs are black with corrosion; battery acid leaked onto the main printed wire assembly.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. During inspection it was found that the downstream occlusion(dso) seal is torn and the battery compartment had signs of battery acid and burning. Springs are black with corrosion; battery acid has leaked onto the main printed wire assembly. The downstream occlusion(dso) seal, printed wire assembly and battery compartment were replaced.